Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. A review of the event history log (ehl) evidenced the following error code: positive supply bgnd test. The same error was found during functional testing. The issue occurred because the main board was not operating as intended. The problem source of the reported product problem was unknown. A root cause was not established. The main board was replaced to address the reported product problem.

Event description:
It was reported that the medfusion pump exhibited a system failure. No patient injury or complications were reported in relation to this event.